Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with restricted posterior leaflet and rotated heart. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip nt, was then inserted and advanced under the valve. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed and the clip was able to become free. However, a chord was observed to be torn. The clip was removed from the patient. The procedure was discontinued and the mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy resulting in tissue injury cannot be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to the patient anatomy. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.